Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 178 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. Customer reported that same issue occurred previously.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the c13/lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.